Event description:
A report was received that the patient underwent a paddle lead revision due to high impedance readings. The database of the ipg was analyzed and no anomalies were found. The physician replaced the paddle lead and the patient is reportedly doing well following the revision.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.